Event description:
There was an allegation of a questionable elecsys hcg stat result from the cobas 6000 e601 module for one patient. The initial result from the module was 1 miu/ml, accompanied by a data flag. The repeat result from another e601 module was 2155 miu/ml. The sample was repeated because a urine pregnancy test was positive. The repeat result was deemed correct.

Manufacturer narrative:
The cobas 6000 e601 module serial number is (B)(6). The investigation is ongoing.